Event description:
Patient presented to the physician with pain at the ipg pocket. Imaging was performed which showed excess lead bulk by the ipg. Physician brought the patient into the or and confirmed the sensing lead and stimulation lead were tangled. Physician replaced both leads and closed.